Event description:
Event description cpi received information that this bipolar lead was removed from service. The physician elected to perform an invasive procedure because the lead had dislodged. The lead was replaced with a new lead of the same model.